Event description:
It was reported that the customer had a low battery and can't deliver bolus on the insulin pump. The customer's blood glucose level was 384 mg/dl. The customer was not treated yet and could not change battery because, her house had fire and lost everything and back up plan in house. The customer has insulin pump in the car and help care provider call the pharmacy to get backup plan. The customer was advised to call back when she had the insulin pump serial number so we can start troubleshooting. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump was unable to prime due to a slightly loose drive support disk. The insulin pump was received with a stripped battery cap coin slot, a cracked case at the battery tube threads and minor scratches on the display window.